Manufacturer narrative:
The field service engineer (fse) was unable to duplicate the reported problem, but verified in the log. The fse replaced the cpu board and motor controller board as a precautionary measure. Failure analysis on the returned cpu and motor controller board shows that the cpu pcba and motor controller (mc) pcba was tested and no failures were identified. The 1104 error code could not be duplicated.

Manufacturer narrative:
Patient information was requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with back up alarm failure. The customer reported that the unit was in use on patient, but there was no patient harm reported.